Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using one (1) bd vacutainer® eclipse¿ blood collection needle, the eclipse shield is not securely attached and unable to cover the needle after the draw. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 08-may-2025. Investigation summary : bd received one shelf pack of samples and two photos for investigation. One of the customer photos depicts a device with the safety shield not properly secured. Additionally, 20 of the returned samples underwent functional tests for defective locking mechanisms and hub/collar separation, and all samples passed as there were no signs of damage or separation during the activation of the safety shield. Similarly, functional tests were conducted on 20 retained samples, which also showed no signs of damage or separation during the activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using one (1) bd vacutainer® eclipse¿ blood collection needle, the eclipse shield is not securely attached and unable to cover the needle after the draw. No adverse impact was reported regarding the patient or user.